Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 3006705815-2020-32773, 3006705815-2020-32774. It was reported that following the implant procedure, patient had a severe allergic reaction. Further information is currently pending.